Event description:
This study pt underwent carotid artery stent implantation and during the procedure had an ischemic stroke and elevation of cardiac enzymes. This is a female pt with medical history, including multiple stroke, hyperlipidemia, diabetes and hypertension. This pt meets the high-risk criteria. The target lesion was left internal carotid artery described as severely calcified, severely tortuous, eccentric and 80% stenotic. The pt was asymptomatic prior to the procedure. An angioguard was inserted, tracked, deployed using a bmw wire for support to cross through the tortuous portion of the target vessel and then retrieved without debris, and without report of difficulties. A sterling balloon was used for pre-dilation, and this device burst during inflation. After the balloon burst, the pt developed neurologic changes. One precise stent was implanted without report of difficulties. The pt left the angiography suite with symptoms of aphasia, right hemiparesis and right hemineglect, and was diagnosed with having had a sudden onset ischemic stroke. The pt's act was 328, pt 13.1 and inr 1.1. The pt's symptoms appeared to improve a few hours after the procedure, but info rec'd on 8/21/2009, indicated that she later had swallowing difficulty that necessitated the insertion of a nasogastric tube for feeding. After the procedure, the pt's cardiac enzyme levels were elevated above the normal limit, no treatment was given for this event. The pt rec'd rehabilitation and was discharged to a rehabilitation facility 16 days post procedure. Her discharge stroke scale score was 15. According to the investigator, the stroke was related to the index procedure and not cordis product. Neither the stent nor the angioguard are available for the analysis.

Manufacturer narrative:
The product was not available for analysis. A review of the mfg route sheets for the involved lot confirmed that the device met quality requirements for product acceptance. Ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries, potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. In this case, the target vessel was very calcified and tortuous. Review of the info suggests that target lesion, vessel and procedural factors may have contributed to the reported event. Elevated cardiac enzymes are known potential adverse event associated with stent implantation procedures. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the pt's complex medical status and age, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated MFR report number is 1016427-2009-00229.